Event description:
An endeavor rx drug-eluting coronary stent was deployed into a patient (device details not provided); however, it is reported that the product was inadvertently handed to the physician in an unsterilized inner pouch. It was reported that after the patient was confirmed to be in no health hazard, he/she was discharged from the hospital. No other sequelae were reported.

Manufacturer narrative:
Non sterile packaging introduced in sterile field. Failure to adhere to the product instruction for use. Non sterile packaging introduced in sterile field.